Event description:
The customer reported approximately two milliliters of blue fluid leaked from underneath the instrument and onto the countertop involving the coulter lh 500 hematology analyzer. The customer noted dried residue under the right side door of the instrument and cleaned up the residue. The customer noted the fluid leaked from one of the quick disconnect fittings. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the fluid leak was very small and appeared to be coming from one of the quick disconnects. The exact source of the leak could not be determined as there are multiple tubes (10) connected to each of the quick disconnects on the main diluter. Each connector was cleaned and reseated. Service activity performed was verified. The instrument conformed to the manufacturer's published performance specifications. The fse followed up with the customer who reported no further fluid leaks were noted. The instrument was in normal operation. (B)(4).